Manufacturer narrative:
E1:(B)(6).

Event description:
It was reported the tip detachment occurred. The target lesion was located in the vessel of the lower limbs. A 135/10 renegade hi flo was selected for use. During preparation, it was noted that the distal end of the microcatheter base has a disconnection and was detached. The procedure was completed with another of the same device and there were no patient complications as a result of this event.